Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x device used to treat the patient. It is alleged that the patient underwent revision surgery; however, a specific device failure or patient adverse event is not alleged. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2003: the patient underwent surgery for implant of an unspecified bard/davol composix e/x mesh. On (B)(6) 2012: the patient had unspecified injuries and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x device used to treat the patient. It is alleged that the patient underwent revision surgery; however, a specific device failure or patient adverse event is not alleged. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This is an addendum to the initial emdr to document information provided via medical record review. The information provided indicates that the composix e/x mesh was explanted during a subsequent surgery due to a recurrent hernia. Hernia recurrence and adhesions are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use as a possible complication. The additional information obtained from the medical records provided, does not change the initial determination. No conclusion can be made.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for implant of an unspecified bard/davol composix e/x mesh. (B)(6) 2012: the patient had unspecified injuries and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per medical records provided by the patient's attorney and additional allegations: per medical records: (B)(6) 2004 - the patient was diagnosed with incisional incarcerated ventral hernia, small bowel obstruction and underwent an exploratory laparotomy with ventral hernia repair with implant of a bard/davol composix e/x mesh. Per the implant operative details, "as there were two sacs of hernia removed, fascial edges developed on both sides to hold fascia. A 15 x 20 cm composite mesh (composix e/x) placed inside peritoneal cavity, attached with four stitches on side, one in each corner. Mesh attached to fascia. Fascia loosely covered on top of mesh." (B)(6) 2012- the patient presented to the hospital ER with complaints of abdominal pain, nausea, vomiting and diarrhea. Patient was diagnosed with recurrent incarcerated ventral hernia with a small bowel obstruction and underwent an attempted laparoscopic ventral hernia repair converted to an exploratory laparotomy and removal of the bard/davol composix e/x mesh and implant of a non bard/davol mesh. Per the operative report details, "had extremely dense adhesions of small bowel to the mesh which curled up, involved intestine. Adhesions from intestine to intestine as well as dense adhesions to mesh taken down. No enterotomies made, all intestine appeared viable once taken off of the mesh. Previous mesh (composix e/x) removed from abdominal wall." (B)(6) 2012 - the patient was diagnosed with abdominal wound dehiscence and hematoma s/p ventral hernia repair and underwent an exploratory laparotomy, abdominal washout and evacuation of abdominal hematoma. Per patient's attorney: alleged adhesions, bowel/intestinal obstruction, mesh shrinkage, pain, recurrence and omentectomy.